Manufacturer narrative:
MDR 3003442380-2024-01006 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia on 12/apr/2024, patient had reported that two infusion set was unstuck from body and tape was not sticking during use. No further information available.